Event description:
A 91-yr-old, 76 pound female resident was found on the floor beside her bed, lying on her right side. She sustained an abrasion to her mid chest area and injured her left leg which was later diagnosed as a fracture of the left femur. All four siderails were up when the resident was discovered by the cna, so it is believed that she may have caught her leg in the lower siderail before slipping between the rails to the floor. The resident was incontinent of a large amount of loose stool and on a plastic disposable pad which may have helped facilitate the fall. She could give no info as to how the injury occurred.